Event description:
It was further reported that the battery measurements were not available following the scan and had been measured at 2.64 volts prior to the scan.

Event description:
It was reported that after the patient had a magnetic resonance imaging scan done of their brain, the device was found to have had an electrical reset. Also the right ventricular (rv) lead impedance had increased by approximately 54 ohms. It was noted the thresholds were unchanged after the scan. The reset was cleared and the device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead (B)(6) 2003. (B)(4).